Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the proximal superficial femoral artery (sfa). A 6.0x60x75cm express ld iliac / biliary stent was advanced to treat the lesion. The physician moved the stent past the lesion and decided to pull it back. However, when the physician tried to pull the stent back to a very tight stricture, the stent split off the stent delivery balloon. Subsequently, the dislodged stent was re-wired and a balloon catheter was used to deploy the stent, and the procedure was completed. No patient complications were reported and the patient's status was good.